Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Eval in process but not yet complete. Upon completion of eval, a follow-up report will be sent to the FDA. (B)(4).

Event description:
Pt underwent hip procedure in 2007. The surgeon reported that during a revision surgery due to a suspected pseudotumor, he was unable to separate the femoral stem from the modular head, so these items were revised as well. No further complications have been reported.